Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g. Battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. The battery fluid crust was observed on returned batteries. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2017 to report the ac adapter does not power on her pump base any longer. She installed 6 aa batteries inside the battery compartment to use this form of power on the morning of (B)(6) 2017. During the pumping session, she heard a pop come from the base however the pump continued to operate with an unusual noise and less power. Customer looked inside the battery compartment where she found black inky fluid. Her hands came in contact with the fluid but she reports no injury or burn occurred. A replacement pump base was overnight shipped to the customer.